Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject was admitted after their implantable cardioverter-defibrillator (ICD) fired 6 times. The subject stated that they missed their sotalol dose the night before. They were given fentanyl, versed (midazolam), and a lidocaine drip. They were also externally cardioverted. It was noted that the patient had a history of supraventricular atrial fibrillation. An electrophysiologist was consulted for further recommendations regarding their ventricular tachycardia. On (B)(6) 2022, the subject had an increased white blood cell count and was slightly febrile. Blood and urine cultures were obtained which grew gram negative rods. Klebsiella was also identified in the urine and blood.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia and infection could not be conclusively established through this investigation. Blood and urine cultures were obtained which grew gram negative rods. Klebsiella was identified in their urine and blood, resulting in changes to their antibiotics. The arrhythmia and infection were ongoing, and the patient was stable. Both adverse events were not device related. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 13oct2021. The heartmate 3 left ventricular assist system instructions for use, lists cardiac arrhythmia and various forms of infection as adverse events, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Blood and urine cultures were obtained which grew gram negative rods of klebsiella and antibiotic were given.